Event description:
It was reported that during implant the atrial lead port connection impedance was out of range, no pacing or sensing. The lead was re-tested with programmer and values were acceptable. ICD was tried again and impedance was out of range and no function. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event of an anomaly with the a is1 channel was confirmed. Inspection of the device header revealed that the contact spring was missing from the atrial bore.